Event description:
It is reported that a home patient (hp) experienced an issue with her minicap transfer set. Reportedly, the hp was at home when she tried to change the bags, and noticed the transfer set was leaking and had not opened the clamp. The reporter stated that the hp had to go to the hospital and was treated with antibiotics (intraperitoneal antibiotherapy) the day of the problem and the day after to avoid peritonitis. There was patient involvement but no patient injury or medical intervention was necessary.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). Received one used set with no cap on dark blue connector and no cap on patient connector in reference to leak. Functionally hand tightened a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with leak noted during clamp function and no tubing leak noted. The set was visually inspected and noted that both of the occluder feet was broken at the top. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorking. The complaint was confirmed in the lab for leak.

Manufacturer narrative:
(B)(4). The root cause was undetermined.